Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that there is a bulge in the rubber boot on the holster, where the cables go into the holster. No further info available.